Event description:
New information indicates that undersensing was observed, and lead dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room with a heart rate below the device¿s lower rate limit. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture, low impedance, dislodgement and decreased in sensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.